Event description:
It was reported that prior to a coronary stent procedure, they were unable to prep the distal wire lumen of the elite monorail stent delivery system. The prep tool and clip-it were not included in the packaging. No patient injuries or complications occurred.